Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿lump about the size of a marble at the ridge of the left cheekbone¿, ¿encapsulated filler product¿, a biopsy showed ¿foreign body giant cell¿, and ¿a couple little, hard knots¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 4. Warnings ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. 5. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment (n = 265). Treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration and itching. C. Other safety data postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
A patient reported that they had an injection of juvéderm voluma® xc and had a reaction. Follow up on provided additional information that the patient was injected by students with 1 syringe (half syringe per side) of juvéderm voluma® xc in the cheek (aliquot serial injections) and 6 months later they experienced a lump about the size of a marble at the ridge of the left cheekbone. The patient applied hot packs to the lump. Healthcare professional biopsied the lump approximately 7 months post injection and excised 3 little samples of the lump and the results were ¿foreign body giant cell.¿ approximately 3 weeks after biopsy, the healthcare professional treated the patient with 0.5ml of hyaluronidase and the lump went down but there were still a couple little hard knots. The patient reported that when the physician injected the hyaluronidase it deepened the pigment of the scar from pink to purple. The symptoms have not resolved.